Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the artificial urinary sphincter (aus) balloon underwent a thorough analysis, including visual inspection and leak and functional testing. Before decontamination, a foreign material was found in the balloon's saline fluid, which was later identified as polyetherurethane. Additionally, the functional evaluation revealed that the balloon's output pressure was above specification. No leaks were identified in the component. The reported foreign material present in the balloon, consistent with polyetherurethane, is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that, during the preparation state of an artificial urinary sphincter (aus) revision surgery, the medical staff noted a small foreign object in the balloon after it was filled with saline; therefore, a different balloon was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, during the preparation state of an artificial urinary sphincter (aus) revision surgery, the medical staff noted a small foreign object in the balloon after it was filled with saline; therefore, a different balloon was used to complete the procedure. There were no patient complications.